Event description:
During a ptca / stenting treatment procedure, the bio ranger balloon ruptured at 14 atms on the initial inflation. The pt was asymptomatic during this event. The lesions being treated were calcified, 99% stenotic lesions in the proximal and mid lad coronary artery. The bio ranger balloon was being used to predilate the lesion for placement of a duraflex stent. The bio ranger balloon was removed and replaced with a rotalink device to ablate the lesion prior to placing the duraflex stent. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.